Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reports absence of no delivery. Customer's blood glucose was 310 mg/dl. Customer was not able to continue troubleshooting as he states he was at work and is able to troubleshoot on his own. No further information provided.